Event description:
It was reported that the patient presented with micro-dislodgement on the ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.